Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation for a mitraclip procedure, the steerable guide catheter lost fluid column and could not be prepared. There was no patient involved and no clinically significant delay. No additional information was provided.